Manufacturer narrative:
Device evaluation the device was returned with the red safety tab removed. The device was returned with kinks approximately 13.5cm, 70cm, 114cm and 123cm from the strain relief. The handle was cracked open, and it was found that the pullwire was detached from the outer shaft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an everflex entrust self-expanding stent along with non-medtronic 6fr sheath and 0.035" glide wire during procedure to treat a severely calcified lesion in the left proximal to mid superficial femoral artery with 75% stenosis. The vessel was little tortuous. The vessel diameter and lesion length are 6mm and 140mm respectively. There was no damage noted to packaging. There was no issue noted when removing the device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that stent deformation occurred in vivo during positioning/deployment. Deployment issue occurred with stent unable to deploy. There was resistance encountered during delivery to lesion with no force applied. The device passed through a previously deployed stent. The thumbswitch was checked for securement prior to use. The lock-pin was removed just prior to deployment. The vessel was not pre dilated. It was reported that rotating wheel would not deploy the 7x150 stent fully. Delivery system was pulled back hoping to deploy the stent. It elongated the stent and then released from delivery. An additional 7x100 entrust was then deployed within the 7x150 stent. The stent was then post ballooned. The balloon ruptured from the calcium. The ruptured balloon was a non-medtronic 7x120. The vessel was very very severely calcified. There was no patient injury.